Manufacturer narrative:
At this time, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude due to lessening of slack a week after the lead was implanted. As result, the patient underwent a revision wherein the lead was successfully repositioned to improve the r-wave sensing. No additional adverse patient effects were reported.